Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that an aspiration failure occurred and the nucleus could not be aspirated during the ultrasound phase of a procedure. The procedure was completed after replacing the pack with another one. There was no harm to the patient. The product was retained. No additional information is expected.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record showed the product was released per specifications. The used returned sample was visually inspected and no obvious defects were found. Some surgical residue was observed on the manifolds. A console representing the current software version was used to test the sample. The ball in the drip chamber¿s check valve moved freely per specification. The sample could prime and tune successfully. The irrigation and aspiration pressure was within specification. No message code appeared on the screen. The fluid flowed from the balance salt solution to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. The root cause of the customer's complaint could not be established. No corrective action was required at this time. (B)(4).